Event description:
During an abdominal surgery, the plastic cover that is sealed over the reprocessed surgical scissor came off at some point during the case. This was not noticed until the surgeon did a final check for bleeding and the plastic cover was seen under the patient's liver. It was successfully removed with no harm to the patient. Manufacturer response for endocut scissors, reprocessed endocut scissor tip -microline (per site reporter): the stryker rep referred the problem to the company's quality assessment team. I sent photos to stryker that were taken by the reporter after the plastic cover was retrieved from the patient. Unfortunately, the or staff did not save the defective product.